Manufacturer narrative:
This event was originally reported to the FDA by the patient's attorney on 15-jul-2019. The FDA sent notification of this event to merz/ulthera via medwatch on 29-jul-2019. Following this initial report, the patient reported the event again to the FDA on 27-jan-2020 reporting that her previously alleged issues persist. The FDA sent notification of this second report regarding the event to merz/ulthera via medwatch on 10-feb-2020. No new information has been provided regarding the device(s) used for the treatment, the details regarding the patient's treatment, or the patient's medical history. As this event is currently related to an open litigation, no attempts to contact the patient, attorney, and/or treatment practice to request additional information is possible. No additional information is currently available. Should additional information become available, a supplemental medwatch form will be submitted.

Event description:
Information was received via FDA medwatch on 29-jul-2019 regarding an adverse event to a patient following ultherapy. According to the report, "pt was administered ultherapy (focused ultrasound) to her entire face, in amounts far exceeding the recommendation of merz no. America, the company which markets the ultherapy device. Pt has suffered significant facial damage, including loss of fat of at least 80% of her facial fat. My client has suffered severe damage to her face, including significant loss of facial fat, intermittent blepharospasm, permanent hypoesthesia, chronic jaw pain, nasal valve collapse and breathing difficulty which has been attributed to ultherapy by dr. (B)(6), a licensed, board certified plastic surgeon." Medical records for the patient were received on (B)(6) 2019. Additional information received on 10-feb-2020 via medwatch form submitted to the FDA by the patient regarding the same event. Per the medwatch form received, the patient alleged "ultherapy injured me badly. My face complete melted off all the fat. I have nerve damage and scar tissue where the machine was applied on my full face. I have jaw issues and breathing problems, on antibiotics. My situation is getting worse and worse. I'm in and out of the hosp, the company is misleading, not honest and never disclosed that their device was not FDA approved for a full face. It's been almost 4 years of complete torture what this machine destroyed my life, face, my job, social life, it's been the most painful experience that anybody can go through." No additional information is available at this time.

Manufacturer narrative:
Medical records were received on 04-sep-2019. Patient information, treatment month, and relevant medical history were contained within these records. No additional information is available at this time. Should additional information become available, a supplemental medwatch will be submitted.

Manufacturer narrative:
This report is currently related to an open litigation; therefore, attempts to contact the reporter, patient, and/or treatment practice are not possible at this time. Additionally, no device identifiers (e.g. Serial, lot numbers) or additional information related to this event have been provided at this time. When additional information becomes available, a supplemental medwatch will be filed.

Event description:
Information was received via FDA medwatch on 29-jul-2019 regarding an adverse event to a patient following ultherapy. According to the report, "pt was administered ultherapy (focused ultrasound) to her entire face, in amounts far exceeding the recommendation of merz no. America, the company which markets the ultherapy device. Pt has suffered significant facial damage, including loss of fat of at least 80% of her facial fat. My client has suffered severe damage to her face, including significant loss of facial fat, intermittent blepharospasm, permanent hypoesthesia, chronic jaw pain, nasal valve collapse and breathing difficulty which has been attributed to ultherapy by dr (B)(6), a licensed, board certified plastic surgeon." No additional information is available at this time.